Event description:
Upon eval of the returned glidescope gvl 4 device, the following safety issue was identified: the lens cover was found to be broken off and missing from the device. The glidescope gvl 4 device was extremely worn. No pt involvement was reported.

Manufacturer narrative:
Device eval summary: a visual inspection showed the camera lens cover was detached from the glidescope video laryngoscope. In general, the device was extremely worn and the serial number label was missing. Safety alert notice c/r/ 3022472-5-07-2013-0001-c was issued to all customers on 05/10/2013 to provide add'l safety info to remind users to carefully examine blades before and after each use, and promptly replace any that show signs of wear or damage.